Event description:
During verification testing at the service center, the male end of the ac power cord plug was found to be charred.

Manufacturer narrative:
The device was received on (B)(4) 2011. During testing charring was found on the neutral and line voltage blades and ground prong of the ac power cord plug. The device passed the electrical safety test. The cause of the charring on the ac power cord plug could not be determined. The device has been identified as part of a product recall. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel.